Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that they were hospitalized with a high blood glucose level of 400 mg/dl. The customer was treated for their blood glucose with insulin and food. The customer stated that they lost a whole reservoir and in the insulin was pushed out. The customer stated that their insulin pump is damaged and has a blinking light from top to bottom. The customer also stated that the buttons were hard to press. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.